Manufacturer narrative:
Proper device operation was observed by co. The facility elected to return the device to use. At no cost co installed replacement device power supply. Charger, upper switch module, rear panel, main pfc and control pcb assemblies. The device was then returned to the facility for use. Except as provided by 21 cfr 803.56, co does not intend to submit additional information on this event to FDA.

Event description:
The device would not power up properly in pt use. The basis for this allegation was not reported. A backup defibrillator/monitor was made available and used. No additional details concerning the event were reported. The facility reported that the alleged discrepancy had no adverse affect on pt outcome, based upon the use of the backup device. Pt outcome was not reported.